Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd plastipak¿ luer-lok¿ syringes had issues with leakage occurring past their plungers. The following information was provided by the initial reporter, translated from (B)(6): "the device does not hold tight - drug comes out of the plunger number of pieces involved: 10 (reported by nurses)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd plastipak¿ luer-lok¿ syringes had issues with leakage occurring past their plungers. The following information was provided by the initial reporter, translated from (B)(6): "the device does not hold tight - drug comes out of the plunger number of pieces involved: 10 (reported by nurses)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-08. H6: investigation summary three samples were provided to our quality team for investigation. Upon initial evaluation, no damage or defects were observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or any other components that could have caused a leak and the stoppers were verified to be properly assembled. A device history review was performed for the reported lot 2106104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned samples underwent these tests and product was verified to meet required specifications, no leakages were observed. Based on our investigation, we cannot identify a root cause at this time.

Event description:
It was reported that 10 bd plastipak¿ luer-lok¿ syringes had issues with leakage occurring past their plungers. The following information was provided by the initial reporter, translated from italian: "the device does not hold tight - drug comes out of the plunger number of pieces involved: 10 (reported by nurses)."